Manufacturer narrative:
Result: worn timing link assembly caused head right siderail not to lock in upright position.

Event description:
It was reported by service report that the head right siderail would not stay up. It is unknown if there was patient involvement. However, no adverse consequences were reported.